Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing continuing low blood glucose (bg value not provided) in the evenings. Food was consumed to address low bg. No further information was provided regarding the low bg.